Event description:
It was reported that the pump shut off unexpectedly. There was no reported impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Allegation captured in MDR# 3013756811-2025-181059.